Manufacturer narrative:
Investigation summary: the troponin results for the patient were consistent across different sample draws and assay events. There was no evidence of any analyzer malfunction. The root cause of the discrepancy between the troponin results and the physician diagnosis is unknown.

Event description:
A customer observed multiple falsely elevated troponin I results for one patient. The magnitude and direction of the results could lead to inappropriate physician action. There was no report of patient harm as a result of this event.